Event description:
Phone monitoring of pacemaker function revealed over and under sensing of need for pacing. Given that the pt had the lead it was decided to bring her in for lead change and since the pulse generator was over 5 years old it was elected to replace the pulse generator also.